Manufacturer narrative:
Integra has completed their internal investigation on 22 feb 2016. The investigation included: methods: evaluation of actual device, review of device history records, review of complaint history. Results: evaluation of device: the unit was calibrated and inspected. A review of this product found it to be within calibration. The DHR review has been deemed satisfactory. The device history record for the unit is under serial # (B)(4); a total of 1 was produced for this lot. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. No new design or manufacturing trends have been identified. Conclusion: the customer complaint incident could not be confirmed. A review of the product found it to be within calibration. Root cause could not be determined.

Event description:
The customer states the unit is off by 2mm. The unit was not in contact with the patient and there was not patient injury or death alleged. Additional information has been requested.